Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number(B)(4). Event occurred in austria it was reported that the patient was hospitalized due to high blood glucose on (B)(6) 2026 due to an occlusion. The blood glucose level was 350 mg/dl at the time of the event, and the patient had ketone levels of 0.8. The patient was treated with an insulin pen, and the length of hospital stay was greater than 24 hours. No further information available.